Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found induced damage and residual calcification. The residual calcification noted on the lead proximal coil and the insulation is consistent with the high impedance and high pacing thresholds allegations. The lead body damage allegation was not confirmed. The only damage observed was consistent with induced explant damage (severed in two locations, stretched coils, puncture holes and cuts in the insulation and spring electrode deformed). Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and high out of range impedance. Upon fluoroscopy there was noted a acute bend on the lead. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported. This device was received for analysis.